Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the tube extension of the wingset disconnected from the adapter. No patient or user impact reported.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the tube extension of the wingset disconnected from the adapter. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos of the defects for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and no abnormalities such as disconnection or loosening of the connection between the luer connector and the luer adapter, damage or molding defects of the tapers of either component were found. Also, a water sampling test was conducted on our retained samples of 8 sets and no luer adapters disconnected from the luer connectors, as well as no leakage observed. After the test, the taper dimension was measured by connecting the luer adapters and luer connectors to the taper gauges and all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of separation during use based on retains testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".